Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) as the customer had "trouble" setting a temporary basal rate during exercise. Tandem technical support assisted the customer with setting a temporary basal rate. The customer decline to provide further information regarding the event.